Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Inspection and testing found that the firing knobs were retracted, and the articulation lever was in neutral position. It was reported that staples may not form properly, and tissue may not be fully transected. A device-related causal link could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, on bronchus resection, the stapler was able to fire and the staple line was incomplete proximally. They changed to another reload to complete the case. There was no patient injury. Pli 10 medtronic's initial evaluation of the incident device found sheared teeth on the firing rack.